Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a colleague infusion pump by baxter (B)(4), a technical service specialist found that this device had an inoperative channel a pumphead module keypad. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperative channel a pumphead module (phm) keypad was confirmed by a baxter service technician. This condition was caused by fluid bypassing the phm front bezel keypad seal. The phm keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.